Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: item # unk, head, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05066, 0001825034 - 2018 - 05067, 0001825034 - 2018 - 05068.

Event description:
It was reported that approximately 6-8 weeks post implantation, patient had presented with dehiscence of the surgical wound, which was treated with aggressive wound management and appeared to be non-healing. Intra-operative cultures positive for growth. Subsequently, patient underwent hip wound incision and drainage and close over drains. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Review of operative notes confirm that the patient underwent wound incision, drainage, and closure over drains as well as application of wound vac due to non healing surgical incision site that dehisced. Prior to surgery surgeon noted aggressive wound treatment, but continues to remain unhealed. Performed I&d and surgeon notes excised nonviable tissue. Wound was taken to fascia and no evidence of purulence and tissues noted as healed, fluid was clear. Hemovac drain placed and wound vac. No complications noted, except surgeon notes patient is morbid obese, ht 5'4", wt-(B)(6) bmi 48 which required longer surgical time, resources and more complex and difficult joint procedure. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.